Event description:
Information received indicates the brake will not disengage. The right head caster drags when the brake/steer pedal is in the neutral position.

Manufacturer narrative:
The hill-rom technician adjusted the casters to repair the bed.